Manufacturer narrative:
H.6. Investigation: this complaint is for false resistance of carbapenems when using phoenix panel nmic-306 (449292) batch number unknown. The customer did not return isolates, panels, or lab reports for investigation. To investigate, four retention panels of the same catalog number were tested using qc isolates of escherichia coli (a25922) and klebsiella pneumoniae (enf14780) on a phoenix instrument and evaluated for mic results of ertapenem (etp) and meropenem (mem). Two panels were tested per isolate. During investigation, all panels yielded satisfactory mic results for both ertapenem (etp) and meropenem (mem). This complaint is not confirmed. A review of quality notification could not be performed as the batch number is unknown. A review of complaints could not be completed as the batch number is unknown. Complaint trending was performed and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported that while using panel phoenix nmic-306 false resistance was observed by the laboratory personnel. An e-test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. "It was reported that carbapenem resistance but e-test results in carbapenem susceptible.".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. The panel phoenix nmic-306 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k032299, k061355, k061327, k031912, k023444, k063824, k033560, k063573, k041384, k060217, k052269 , k181665 , k181665 , k181665, k181665 , k181665, k181665, k181665, k181665, k181665, k190905, k032655, k062944, k060444, k173252, k033362, k062207, k063811, k163637, k151320, k063301, k031530, k060447, k032567, k060257, k023634, k020322, k132674, k173523, k063486, k022129, k023858, k071623, k031699, k060447, k024153, k060214, k132909, k042932.

Event description:
It was reported that while using panel phoenix nmic-306 false resistance was observed by the laboratory personnel. An e-test was used to confirm the results. There was no indication that results were reported out and there was no report of patient impact. "It was reported that carbapenem resistance but e-test results in carbapenem susceptible."